Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned devices confirmed the reported event. No evidence was found indicating the glo adv straight drill driver malfunctioned. The investigation did not indicate that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. (B)(4).

Event description:
It was reported that during a total shoulder replacement, the anterior peg peripheral bit ((B)(4)) broke off midway down the threads of the drill bit, twice/ a different bits. The break left half of the threads in the global advantage at drill driver. We changed apg instruments. A surgical delay of five minutes.